Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number was given. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reported a leak in her lap-band. She stated that the doctor tested with methylene blue, and there were "numerous leaks in the band." The device was not removed and remains implanted.